Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance warning for low impedance was noted on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.